Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's incision would not heal. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
A patient's incision would not heal was reported to abbott. As a result, the patient's system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.